Manufacturer narrative:
The device has not been returned for evaluation as of the date of this report. This report will be updated when the device is received and the investigation is completed.

Event description:
It was reported during a surgery the aseptic battery housing opened exposing the non-sterile battery to the surgical field. Nothing fell into the surgical site. There was no treatment administered due to this event and no adverse consequences reported on this incident.